Event description:
The pt reported he has not charged his system in over a year. The pt also reported he plans on having the system explanted upon stabilizing his heart as his heart is weak.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.